Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) complains of fatigue for the past few months. Upon interrogation it was identified that the pacing impedances for this coronary sinus lead was out of range (high) and there is no capture.